Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Attempts have been made to obtain missing information; however, to date, no response has been received. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 1 month due to unknown reasons. The surgical valve was fractured and a 26mm transcatheter valve was implanted successfully.